Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin leaked past both o rings of the reservoir compartment. Customer's blood glucose was 111mg/dl at the time of incident. Troubleshooting found that the pump passed the self test. No further details given.